Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check prior to an unknown procedure, atrial undersensing with lack of bi-ventricular pacing, decrease in sensing and increased capture threshold was observed. Right ventricular threshold was also noted to be increased. Device was reprogrammed, and bi-ventricular pacing was restored. Patient was stable and will continue to be monitored.